Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was in good condition post procedure.